Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced difficult plunger rod movement and was unable or difficult to aspirate prior to use. The following information was provided by the initial reporter: customer couldn't draw the plunger. Due to the plunger was difficult to move, so the medicine was unable to aspirate.